Event description:
Reference medwatch 1036844-2009-00049 for first event involving same patient. It was reported by the clinician that they were using the fourth kit on a patient and the spring wire guide (swg) "broke off" and was retained in the patient. The patient was transferred to another hospital for medical intervention to retrieve the broken swg. In 2009, the sales rep received info from the clinical nurse manager which stated the patient was obese and the emergency room physician was attempting a subclavian placement. A trauma surgeon was called in to help when placement became a problem. The swg was stuck and broke off inside the patient. The nurse manager is trying to obtain info on the outcome.

Manufacturer narrative:
Sample will not be returned for eval.